Event description:
Allegedly the surgeon did not notice that the resection guide had tilted into extension, after the top two anterior pins were used, and notched the femur. He revised to a size 3 stem and finished the surgery. Surgeon advises patient has soft bones.

Event description:
Allegedly the surgeon did not notice that the resection guide had tilted into extension, after the top two anterior pins were used, and notched the femur. He revised to a size 3 stem and finished the surgery. Surgeon advises patient has soft bones.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Additional information has been requested. Although several attempts have been made, no medwatch 3500a has been received from the user facility. Trends will be evaluated. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: product did not contribute to event. Product not returned. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.